Manufacturer narrative:
When users re-measure aliasing velocity or measure, it later on recalled image for pisa measurement, because of the problem that perceives live mode's color scale as aliasing velocity not the data from recalled image, the wrong velocity measurement result displays on screen. However, user might recognize the displayed data is not correct in comparison with the data in scale bar. This will be resolved via software release.

Event description:
During in-house testing, it was found that the aliasing velocity displays wrong data during pisa measurement on recalled image or clips after image freeze at live mode image.